Event description:
The customer reported that during a hysterectomy, after the tissue was sealed and then cut, the device would no longer open. No information was available as to how the device was removed. There was no patient injury.

Manufacturer narrative:
(B)(4). Initial report sent: (B)(4) 2010 under MDR number 1717344-2010-00203. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A visual inspection of the incident device revealed no damage. The jaws were stuck shut with tissue and were pried open. Once open, the jaws opened and closed normally. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.